Event description:
Healthcare professional reported "deflation". This report is for the right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events of deflation was received on may 06, 2025, with catalog number mcghan-300. Based on the product analysis performed, the assessments of the complaint codes are: deflation: observed an opening assessed as fold flaw opening and observed delamination total of the valve (adhesive failure) as per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d3, d6b, d9, g1, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation". This report is for the right side. The device has been explanted.